Event description:
It was reported that an ilet user experienced intermittent signal loss between the ilet and a dexcom g7 sensor, with disconnections worsening near the end of the sensor wear period; the sensor would eventually reconnect, blood glucose readings on the ilet were unaffected, and the user was advised to ensure the ilet firmware was current. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the ilet and the cgm, associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.